Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550021, expiration date 2/28/2009).

Event description:
Reporter states, pt reportedly recieved result of hi (greater than 600 mg/dl) on inform system 1 and 196 mg/dl on a lab value within 10 mins. Later the day, pt reportedly received result of 480 mg/dl on inform system 1 and 202 mg/dl on inform system 2 within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.